Event description:
Update - (B)(4) 2013 -sales rep reported revision surgery on left hip due to pain. There was no new information that would change the outcome of the investigation.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Event description:
Update: 04/02/2014 - medical records received. Patient was revised to address no bony ingrowth. The information received does not change the MDR decision. This complaint was updated on: 04/30/2014.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
Litigation alleged the patient suffered permanent physical injuries; significant pain, soreness, and discomfort; difficulty walking, standing up after sitting, and performing routine activities, including the longterm need for assisted ambulatory devices and excessive levels of chromium and cobalt as a result of the implanted asr hip.

Manufacturer narrative:
Added: dor. There was no new information that would change the outcome of the investigation.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.